Event description:
It was reported that pump screen was broken, with touchscreen described as unresponsive and unreadable, although pump was still able to start, charge, and be recognized by computer. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was planned to be returned for evaluation, and a replacement pump with a different serial number was arranged by distributor.